Event description:
On (B)(6) 2025, the user reported a bg of 243 mg/dl after forgetting to announce a meal and noted that bg remained elevated for over 90 minutes. The user was instructed to allow the ilet to correct automatically, and bg returned to range later that day. No ems or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - failed to announce meal.